Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, the reported difficulties appear to be due to case circumstances. The omnilink stent delivery system (sds) failed to cross an unspecified lesion due to interaction with the stent and/or stenosis which may have caused stent damage. The reported patient effect of restenosis is listed in the otw omnilink elite instructions for use (IFU) as a known potential complication associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: additional information received indicates that there was no re-stenosis in the previously implanted omnilink stent. However, due to the inconsistencies of the reported information, the re-stenosis may have occurred. The 8x19mm omnilink elite stent may not have failed to cross due the implanted stent, but due to the inconsistencies of the reported information, the implanted stent may have caused the failure to cross. No additional information was provided.

Manufacturer narrative:
Dates estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the stent remains implanted. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional omnilink elite stent delivery system is being filed under a separate medwatch number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the non-tortuous, heavy calcified, 90% stenosed right subclavian artery. An unspecified omnilink stent was implanted on an unknown date in the right subclavian artery and had developed re-stenosis. On 08/24/2019, an 8x19mm omnilink elite stent delivery system (sds) was attempted to cross distal to the previously implanted stent but was unable to cross due to the stent. During removal, the tip of an unspecified sheath interacted with the sds, and the stent dislodged. A snare was used to retrieve the dislodged stent, and a non-abbott balloon dilatation catheter was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.